Event description:
Fifty-four year old female had breast implants placed in 1976. Desired removal due to hard misshapen breasts, as well as systemic problems. Left implant found ruptured at time of removal. Capsular specimen showed changes, inflammation compatible with silicone. There were no identifying marks on the implants.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.